Manufacturer narrative:
Additional information: there is 1 investigation completed during this period. Breakdown of 1 investigation with respective serial numbers are as follows: (B)(6) haptic damaged, haptic detached. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 2 events is as follows: haptic damaged 2. Serial number of the suspect product: (B)(4). 1 investigation was completed, and 1 investigation is pending from this period. Breakdown of 1 completed investigations: (B)(4) haptic damaged the investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events